Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator stopped working and they had it removed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery would not recharge. No patient symptoms or co mplications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.